Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Upon further inspection, it was confirmed that the ups was defective which caused the 20a fuse to trip. The fse replaced the defective 20a fuse on the ny circuit board and bypassed the 1-phase ups to resolve the issue. After the replacements, the system was returned to use in good working order. Philips has initiated an investigation on the 1-phase ups and will take appropriate corrective actions, if deemed necessary, when the investigation is completed. The codes were updated based on the investigation outcome.